Event description:
The customer reported that their device was showing its charge-pak and attention icons. After review of the device download it was oberved that the internal hlc batteries were depleted. With depleted internal hlc batteries, the device would likely not have the ability to deliver adequate defibrillation therapy.there was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue of the internal hlc batteries being depleted through the electronic device download. After a thorough device evaluation, a conclusive cause of the reported depleted hlc batteries could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.